Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 369mg/dl. Troubleshooting was conducted, and the device passed testing and was found to be operating as designed. The customer was advised that the alarm was caused by set and or reservoir occlusion.